Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was in the 40 mg/dl range. The customer stated that she was changing her infusion set for the first time and had forgotten to disconnect beforehand. She did not know how much insulin she administered to herself but noted that it took her all day to get her blood glucose levels back up. The customer stated that she works in a hospital; advised that there was no guarantee that the environment in which she works would not interfere with the insulin pump system. The most recent blood glucose reading was 44 mg/dl. She treated with ice cream. She complained of persistent body pain and stated that she could not see the screen on the insulin pump. Advised that there was not a strong possibility that the insulin was delivered with the steps she had taken to remove the infusion set from her body. No other events leading to the low blood glucose noted. Advised to monitor the device. Nothing further.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.